Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that five years, two months post-implant of this bioprosthetic pulmonary valved conduit, the device was explanted and replaced due to regurgitation, valvular stenosis, and dilatation of the right ventricular outflow tract (rvot) or proximal right ventricular (rv) to pulmonary artery (pa) contegra conduit. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information that the duration of the implanted device was approximately two years, two months, and not five years, two months as originally indicated.